Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event(s) of a code, as the patient was undergoing ccpd therapy when the serious adverse event(s) occurred. The etiology of the patients¿ code event could not be determined; therefore, causality could not be established. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. Additionally, patients undergoing dialysis have a 10 to 20 times higher risk of sudden cardiac arrest (sca) than the general population. Based on the limited information available, it cannot be determined if the patient¿s liberty select cycler played a causal or contributory role in the serious adverse event(s). There is currently no allegation or objective evidence indicating a fresenius product(s) and/or device(s) malfunction or deficiency occurred. However, given the lack of clinical data (e.g., discharge summary, causality, diagnosis, medication regime), treatment data, and no evaluation of the fresenius device(s), this clinical investigation cannot exclude the liberty select cycler or from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) ¿coded¿ during ccpd therapy on (B)(6) 2024. Per the peritoneal dialysis registered nurse [(pd)rn], the patient survived the code event. Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, treatment records, causality, admission diagnosis) were unsuccessful.

Manufacturer narrative:
Correction: h1 (type of reportable event) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) ¿coded¿ during ccpd therapy on (B)(6) 2024. Per the peritoneal dialysis registered nurse [(pd)rn], the patient survived the code event. Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, treatment records, causality, admission diagnosis) were unsuccessful.

Manufacturer narrative:
Additional information: d9, h3 correction: g4 PMA/510(k)# plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) ¿coded¿ during ccpd therapy on (B)(6) 2024. Per the peritoneal dialysis registered nurse [(pd)rn], the patient survived the code event. Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, treatment records, causality, admission diagnosis) were unsuccessful.